Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00019 on 26-jan-2023. Siemens filed the first supplemental MDR 2517506-2023-00019_s1 on 02-mar-2023. Additional information (18-jul-2023): siemens received the vacuum pump and inspected and tested the assembly to evaluate the dust the customer reported. The potential cause of the "black sticky dust" reported by the customer as being emitted from the system is a source external to the instrument. The investigation concluded that it was an isolated event, not a product problem. The dimension® exl¿ 200 integrated chemistry system was fully operational after the siemens cse (customer service engineer) completed the services and vacuum pump replacement. The replacement of the part is part of routine troubleshooting and service for a malfunctioning vacuum pump assembly. The system performed as specified post-service repair, and no further action was required. Section h6 (investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
Siemens filed the initial MDR on 26-jan-2023. Additional information (10-feb-2023): siemens reviewed the services performed by the siemens healthineers customer service engineer (cse). The cse removed the vacuum pump muffler from the vacuum pump to restore functionality to the dimension® exl¿ 200 integrated chemistry system. However, the operator noted that the vacuum pump became noisy and observed "black sticky dust" emitted from the system. The cse replaced the vacuum pump, cleaned the dust from the cuvette windows of the system, and verified the system configurations and performance. The cse noted the system was operating as specified post-service repair. The potential cause of the "black sticky dust" emitted from the system is unknown. Siemens requested the return of the vacuum pump for further investigation.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted the vacuum pump was noisy. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting on the dimension® exl¿ 200 integrated chemistry system and noted the vacuum pump was defective with low pressure. Services were performed, including replacing the vacuum pump, and the system's operation was verified and failed. Additional services and maintenance were performed, including cleaning dust from the system and windows and testing the photometer alignment. The cse verified the system's operation and found no issue with quality control (qc) testing. Siemens is investigating the event.

Event description:
The customer observed a malfunctioning vacuum pump in the dimension® exl¿ 200 integrated chemistry system and dust emitted from the system. The customer alleged a sore throat and stinging in the eyes on the day of the event. The customer reported no flames or smoke, and there were no reports of medical intervention on the day of the event. There are no known reports of adverse health consequences due to the dust emitted from the instrument.